Manufacturer narrative:
The field service engineer discovered a blocked rinse station needle. The rinse station, the filling levels of the reaction cells, pipette wash wells, and air leaks were checked. Four reagent pipettes, 2 sample pipettes, all syringes and syringe seals, and part of the wash station were replaced. The alarm trace showed several aspiration alarms. The investigation is ongoing.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3, crej2 creatinine jaffé gen.2, tp2 total protein gen.2, and ua2 uric acid ver.2 results from 5 samples on a cobas 8000 c702 module. (B)(6). No erroneous results were released outside of the laboratory. It is unknown which results were deemed correct. The gluc3 reagent lot is 636210. The crej reagent lot is 622864. The ua reagent lot is 617102. The tp reagent lot is 629134. The expiration dates were requested but not provided.

Manufacturer narrative:
On 05-aug-2022, sample 4 had a ua result of 12.8 mg/dl. The repeat result was 3.8 mg/dl. On 05-aug-2022, sample 5 had a tp result of 10 g/dl. The repeat result was 7.4 g/dl. On 11-aug-2022, the field service engineer (fse) observed a hole in the rinse station aspiration tube and replaced it. The service maintenance actions of the fse resolved the issue.